Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported via medwatch that the reporter experienced paralysis, hypertension, erythema of face and neck, hot flashes, chills, migraines, fatigue, palpitations, nausea. The reporter stated that batch 5110 of webcol alcohol prep pads was contaminated and that may be why they are having these side effects. Additional information received on 24apr2026 stated that the patient has seen multiple specialists for ongoing symptoms and ER visits. Her doctors are now currently aware of her long term exposure to paenibacillus phoenicis from the contamination of batch 5110. She is working with her doctors and speaking with a lawyer. She is not comfortable sharing medical records or the information being requesting at this time. She stated that the person she spoke with to do the medwatch report was not accurate. The most recent lot number of the contaminated product she received is 25j035662.